Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider, clinical study via a manufacturer representative regarding a patient with clinical ID: (B)(6). Medical history (positive response): high blood pressure, low back and neck degenerative disc disease, laminectomy start date: (B)(6) 2021, spinal level: l5-s1, primary diagnosis: stenosis, tobacco user. Procedure: surgery date: (B)(6) 2021 treatment levels name: l5-s1 was the procedure navigated: y was a mazor robot used during the procedure: n surgical access: open or mini-open side of capstone insertion - superior treated level:left volume of local bone autograft implanted - superiortreated level: 12 cc volume of allograft bone implanted (if needed tosupplement local bone autograft) - superior treated level: 0 cc total estimated blood loss: 150 ml was an intra-wound antibiotic (iwa) used: y was the subjects interbody space preparation and graftplacement completed as instructed per the surgical checklist: y it was reported that patietn developed new right lbp after being d/c from hospital on (B)(6) 2021. Surgery was not appropriate for l3. Onset date (B)(6) 2021 long description : right l3 superior endplate compression fracture. Interventions: brace usage 4-6 weeks, bed rest, physical therapy. Outcome status not recovered/not resolved  diagnostics: action subtype: x-ray1  action result: right l3 superior endplate compression deformity  action date: (B)(6) 2021 site seriousness assessment: disability, severity of ae is severe. Site related assessment: not related to any of the devices or procedure. Sponsor assessment (oc muo): result: yes  comments: on the 6 mo. Satisfaction survey the subject stated the perceived effect of treatment slightly worsened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.